Manufacturer narrative:
Company comment: the serious events of infection and implant site nodule and the non-serious events of erythema and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions, drainages and hospitalization to prevent permanent damage. The potential root causes include injection procedure associated with inadequate aseptic technique for the infection symptoms, and treatment procedure for the events of nodules, erythema and pain at implant site. Alternative root cause for worsening of the event of infection could include the patient's medical history of breast implants. The sculptra was used off-label and intentionally misused with regards to the use of a cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The lot number was not reported, and the product could not be verified. Follow-up efforts to obtain the lot number and additional information were unsuccessful. The investigations performed are considered adequate, and no further investigations will be conducted until additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a physician via a sales representative, which refers to a (B)(6) year-old female patient. Additional information was received on (B)(6) 2024 from the same reporter. The medical history of the patient included breast implants and nickel allergy. No information about concomitant medication or previous filler treatments has been provided. On an unknown date in mid-november 2023, the patient received treatment with 16 ml (½ vial per side) of sculptra to the anterior thigh region above the knees using 22g cannula. The lot number and injection technique are unknown. The physician reported that he followed the specific protocol indicated by galderma in use of the product. Regarding the dilution, it was prepared as recommended for body treatments. Although the physician was not precise, it is presumed that 16 ml (½ vial per side) of sculptra was administered using a 22g cannula. The sculptra was injected at the level of anterior thigh region above the knees (off label use of device) and sculptra was injected using cannula (intentional device misuse). One week after the treatment, the patient experienced diffuse redness (implant site erythema) and intense soreness (implant site pain) in the anterior thigh region above the knees. The patient was treated with bentelan [betamethasone sodium phosphate] plus zitromax [azithromycin] and there was no improvement. In (B)(6) 2023, it was reported that the infection symptoms (infection) worsened along with the onset of hard/floating nodules (implant site nodule). The events were treated with rocefin [ceftriaxone sodium] for 5 days plus bentelan, and drainage of material from some of them by the physician in the clinic. However, no microbiological examination was performed. The patient continued the drainage, but as of the time of the report ((B)(6) 2024), there was no improvement. Additional information was received on 02-aug-2024 from the head of plastic surgery department. The patient also experienced severe infection all over the body, and for this reason the physician considered the option of removing the breast implants. On (B)(6) 2024, it was confirmed that the patient had been hospitalized. Additional information was received on 02-sep-2024 by the plastic surgeon of the plastic surgery department at a hospital. It was reported that, at the time of this report, the patient remained hospitalized, and the doctors had decided to remove her breast implants due to a diffuse reaction and infection. Outcome at the time of the report: diffuse redness was not recovered/not resolved/ongoing. Soreness was not recovered/not resolved/ongoing. Infection symptoms was not recovered/not resolved/ongoing. Hard/floating nodules was not recovered/not resolved/ongoing. Sculptra was injected at the level of anterior thigh region above the knees was recovered/resolved. Sculptra was injected using cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from another physician: medical history of breast implants and, severity and location of the event infection were updated. V.2 fu received on (B)(6) 2024 from the same physician: the case was upgraded to serious. Seriousness criteria hospitalization and intervention required were added. Additional fu received on (B)(6) 2024 from another physician: patient was still hospitalized and it was decided to remove the breast implants. V.3 follow-up attempt was made with the reporter without receiving a response. Case version created to submit final mir.

Manufacturer narrative:
Company comment: the serious events of infection and implant site nodule and the non-serious events of erythema and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions, drainages and hospitalization to prevent permanent damage. The potential root causes include injection procedure associated with inadequate aseptic technique for the infection symptoms, and treatment procedure for the events of nodules, erythema and pain at implant site. Alternative root cause for worsening of the event of infection could include the patient's medical history of breast implants. The sculptra was used off-label and intentionally misused with regards to the use of a cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up will be performed to obtain the lot number and additional information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-jan-2024 by a physician via a sales representative, which refers to a 65-year-old female patient. Additional information was received on 15-jan-2024 from the same reporter. The medical history of the patient included breast implants and nickel allergy. No information about concomitant medication or previous filler treatments has been provided. On an unknown date in mid-(B)(6) 2023, the patient received treatment with 16 ml (½ vial per side) of sculptra to the anterior thigh region above the knees using 22g cannula. The lot number and injection technique are unknown. The physician reported that he followed the specific protocol indicated by galderma in use of the product. Regarding the dilution, it was prepared as recommended for body treatments. Although the physician was not precise, it is presumed that 16 ml (½ vial per side) of sculptra was administered using a 22g cannula. The sculptra was injected at the level of anterior thigh region above the knees (off label use of device) and sculptra was injected using cannula (intentional device misuse). One week after the treatment, the patient experienced diffuse redness (implant site erythema) and intense soreness (implant site pain) in the anterior thigh region above the knees. The patient was treated with bentelan [betamethasone sodium phosphate] plus zitromax [azithromycin] and there was no improvement. In mid-(B)(6) 2023, it was reported that the infection symptoms (infection) worsened along with the onset of hard/floating nodules (implant site nodule). The events were treated with rocefin [ceftriaxone sodium] for 5 days plus bentelan, and drainage of material from some of them by the physician in the clinic. However, no microbiological examination was performed. The patient continued the drainage, but as of the time of the report ((B)(6) 2024), there was no improvement. Additional information was received on 02-aug-2024 from the head of plastic surgery department. The patient also experienced severe infection all over the body, and for this reason the physician considered the option of removing the breast implants. On (B)(6) 2024, it was confirmed that the patient had been hospitalized. Additional information was received on 02-sep-2024 by the plastic surgeon of the plastic surgery department at a hospital. It was reported that, at the time of this report, the patient remained hospitalized, and the doctors had decided to remove her breast implants due to a diffuse reaction and infection. Outcome at the time of the report: diffuse redness was not recovered/not resolved/ongoing. Soreness was not recovered/not resolved/ongoing. Infection symptoms was not recovered/not resolved/ongoing. Hard/floating nodules was not recovered/not resolved/ongoing. Sculptra was injected at the level of anterior thigh region above the knees was recovered/resolved. Sculptra was injected using cannula was recovered/resolved. Tracking list: v.0 initial: v.1 fu received on 02-aug-2024 from another physician: medical history of breast implants and, severity and location of the event infection were updated. V.2 fu received on 27-aug-2024 from the same physician: the case was upgraded to serious. Seriousness criteria hospitalization and intervention required were added. Additional fu received on 02-aug-2024 from another physician: patient was still hospitalized and it was decided to remove the breast implants.